Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the interventional procedure was in the mid right coronary artery, in a vessel that was described as mildly tortuous. The lesion was described as eccentric with heavy calcification and 90% stenosis, with restenosis of an unspecified stent. Pre-dilatation was performed with a non-abbott balloon, in the high lateral, however it ruptured due to the heavily calcified lesion. The nc trek rx 2.5 x 12 was used to pre-dilate in the high lateral at 12 atmospheres (atms) for 10 seconds. The same nc trek rx was advanced without resistance and used to pre-dilate in the mid right coronary artery, distal to restenosis of an unspecified stent proximal edge but it ruptured on the first inflation of 12 atms for 10 seconds. The device was removed from the patient anatomy without resistance. Pre-dilatation was performed with a nc trek 2.75 x 12 with implantation of xience v 3.5 x 18 mm stent and a xience v 3.5 x 12 mm to complete the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.